Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the device sn. Rep noted there was no explant or replacement and the device was still active. Rep called in again and verified that there was no case on that day. The pt was due for a new battery, but due to their peripheral neuropathy, it was not clear if they'd be getting a replacement. Rep had no other details and suggested if other follow up is needed to contact hcp. Rep reported pt had moved and was unsure of pt hcp. No other device details were reported. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Continuation of d10: product ID 3988 lot# n25992 implanted: (B)(6) 2003 product type lead product ID 3988 lot# n26247 implanted: (B)(6) 2003 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was mdt rep. Said they were going into a case where pt's ipg and lead were going to be removed and potentially replaced. Tss discussed compatibility considerations. Troubleshooting was not required. Hcp information not gathered to focus on reason for call.